Manufacturer narrative:
Examination of the returned screw by a depuy warsaw material research scientist confirmed the fracture. The fracture initiation was caused by fatigue; final fracture was due to overload. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised because distal screw on versanail ttc rod broke.